Event description:
Procedure type: lap rectum. According to the reporter: after attaching the anvil and the device, the wingnut was rotated to close until the green mark became visible. The surgeon then noticed a kink of the bowel, so the wingnut was rotated to open the device, and the anvil tilted. To remove the anvil and the device, the tissue was resected, and another device was used to continue the procedure. No bleeding occurred as a result.